Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, surgeon drilled for a 5.0mm locking screw (4.3mm drill). He was implanting the 5.0 locking screw and the blade broke. He was not using power. It was by hand. Broke in 2 pieces. Nothing went into the patient.